Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Review of lead data noted that measurements gradually increased. Technical services (ts) discussed potential causes, troubleshooting and programming options. The physician reprogrammed the out-of-range alert value to 150 ohms and will continue monitoring. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.